Event description:
As reported by the legal team, approximately six years post initial right tka, male patient is experiencing constant pain, swelling and instability. Patient needs a revision; he has the same findings of premature poly wear with osteolysis and possible femur loosening. A year after patient's rtkr, he required an arthroscopy with extensive synovectomy and lysis of adhesions. Infection has been ruled out. No additional information available. The device is not available for evaluation,.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the pending revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear as stated in the provided information. However, this cannot be confirmed as the device(s) were not returned to exactech for evaluation and images/radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root cause associated with the event of ¿loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
The revision reported may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the cause and extent of the loosening, prosthesis wear, and osteolysis cannot be confirmed because the components were not returned for evaluation and images or radiographs were not provided.

Event description:
On (B)(6) 2016, right knee replacement surgery, implanted with an optetrak polyethylene tibial insert. On (B)(6) 2022, underwent right knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the optetrak polyethylene tibial insert. It was reported via legal department that a patient had an initial right total knee arthroplasty on (B)(6) 2016 and then on (B)(6) 2022, approximately 5 years, 6 months post implant, underwent revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the optetrak polyethylene tibial insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the cause and extent of the loosening, prosthesis wear, and osteolysis cannot be confirmed because the components were not returned for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.